Event description:
Customer reported the system shuts down and intermittently displays error code messages. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced power supply. Could not locate table control signal. Noticed that the 35vdc unregulated was not being turned on. Troubleshoot power disturb circuit. Found missing pulse train at u13 pin 12. When he applied a scope to pin 12 the table begin to boot.. Placed parts on order. Motor controller back ordered. Installed aux motherboard, checked for cold solider connections at pin 12 with soldiering iron. System boot up perfectly. Each time for half an hour attached the cover got another error. Found that the 386 motherboard has a bad slot, which is where the sensor interface connected. Moved sensor to an open slot on motherboard. System performs as intended.